Event description:
Beckman coulter inc. (Bci) has been informed that the unicel dxc 600i synchron access clinical system generated erroneous troponin (accu tni) results for numerous samples. It is unk if the results were above or below the ami cutoff and how many pts were affected. The results were reported out of the lab. Customer did not report any change to pt treatment or injury requiring medical intervention attributed or connected with this event.

Manufacturer narrative:
System's performance info was not provided. Pre-analytical sample handling info is not available. No other assay results were in question. Based on available info, this issue was not reported by the customer, but it was discovered by bci when investigating the customer's qc files. It was determined that the ultrasonics were not mixing microparticles sufficiently and the customer was asked to stop using the instrument until the problem was resolved. A field service engineer (fse) was dispatched to the customer's lab: the fse replaced the ultrasonics assembly and a new main pipettor. The fse verified the repair per established procedures and results met published performance specifications. Hardware issue addressed by the fse likely contributed to this event. A malfunction will be assumed for the purpose of this report.